Event description:
Litigation alleges that the patient suffered debilitating pain, squeaking and increased metallic ions in his bloodstream.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.